Manufacturer narrative:
The unit was removed from service and replaced with a system 1 endo. The facility does not have any additional system 1e processors, therefore, it was determined that in-service training would not be performed. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the system 1e processor. After speaking to user facility personnel, the technician was informed that contrary to the reported event the door had hit the employee's shoulder, not their hand. The customer had been aware of this issue but had continued to use it without contacting steris. The technician inspected the unit and found that the spring cylinder that holds the unit's lid up was not holding proper tension causing the lid to fall and the reported event to occur. The technician replaced the unit's spring cylinder, tested the unit, and found it to be operating according to specification. The system 1e processor was returned to service. The system 1e processor is not under steris service agreement for maintenance activities. The facility's biomed department is responsible for all maintenance activities. A steris account manager will offer in-service training on the proper use operation, and maintenance of the system 1e processor. No additional issues have been reported.

Event description:
The user facility reported the lid to their system 1e processor closed on an employee's hand causing a bruise. No medical treatment was sought or administered. The employee continued working.